Manufacturer narrative:
One narrow right angle square driver tip (rasq8n) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and fracture due to usage (images 1 & 2). Functional testing was performed since the product was fractured. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Appropriate documentation was reviewed. DHR review could not be performed as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review was performed by item (rasq8n) and no other complaints about nonconforming products were identified. Based on the available information device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown/not provided. Weight unknown/not provided. Lot/serial # unknown/not provided. Device expiration date unknown/not provided. Device UDI number unknown/not provided. PMA/510(k) number unknown/not provided. Device manufacturer date unknown/not provided.

Event description:
It was reported that tool fracture during the procedure, clinician proceeded to finish procedure using another one.